Manufacturer narrative:
Product ID: 3889-28, lot# v049010, implanted: (B)(6) 2007, explanted: na, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2007, explanted: na, product type: extension. Product ID: 3031a, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect and no stimulation sensation after going through security at the (B)(6) airport. It was discovered that the device had turned off, and the patient was able to turn the device on and feel stimulation. Additional information was requested, but was not available at the time of this report.